Manufacturer narrative:
Eval result: bumper channel.

Event description:
It was reported by service report that the foot pedal is broken and the bumper channel is not secured to the litter frame. Both the pedal and bumper channel present sharp exposed surfaces. No pt involvement or adverse consequences are reported.